Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 08-mar-2023. The most recent information was received on 17-mar-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("since essure inserted pelvic pain") in a 46 year-old female patient who had essure inserted (lot no. C13148). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017 she experienced pelvic pain (seriousness criterion medically important), heavy menstrual bleeding ("haemorrhagic period"), rotator cuff syndrome ("tendinitis in the shoulders"), tendonitis ("tendinitis in the elbows"), migraine ("migraine"), myalgia ("muscle pain"), abdominal pain ("abdominal pain"), deafness ("hearing loss"), ear pruritus ("itching in the ears"), blindness ("visual loss"), increased upper airway secretion ("throat mucus"), arthralgia ("hip and knee pain"), pain in extremity ("hand pain"), pain ("pain throughout the body"), eczema ("eczema"), psoriasis ("psoriasis"), fatigue ("chronic fatigue"), amnesia ("memory loss"), cystitis ("cystitis"), gastrooesophageal reflux disease ("gastric reflux"), constipation ("constipation") and diarrhoea ("diarrhoea"). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, amnesia, arthralgia, blindness, constipation, cystitis, deafness, diarrhoea, ear pruritus, eczema, fatigue, gastrooesophageal reflux disease, heavy menstrual bleeding, increased upper airway secretion, migraine, myalgia, pain, pain in extremity, pelvic pain, psoriasis, rotator cuff syndrome and tendonitis to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. Batch no c13148 production date 2014-01-22 expiration date 2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-mar-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 46 year-old female patient who had essure inserted (lot no. C13148). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017 she experienced pelvic pain (seriousness criterion medically important), heavy menstrual bleeding ("haemorrhagic period"), rotator cuff syndrome ("tendinitis in the shoulders"), tendonitis ("tendinitis in the elbows"), migraine ("migraine"), myalgia ("muscle pain"), abdominal pain ("abdominal pain"), deafness ("hearing loss"), ear pruritus ("itching in the ears"), blindness ("visual loss"), increased upper airway secretion ("throat mucus"), arthralgia ("hip and knee pain"), pain in extremity ("hand pain"), pain ("pain throughout the body"), eczema ("eczema"), psoriasis ("psoriasis"), fatigue ("chronic fatigue"), amnesia ("memory loss"), cystitis ("cystitis"), gastrooesophageal reflux disease ("gastric reflux"), constipation ("constipation") and diarrhoea ("diarrhoea"). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, amnesia, arthralgia, blindness, constipation, cystitis, deafness, diarrhoea, ear pruritus, eczema, fatigue, gastrooesophageal reflux disease, heavy menstrual bleeding, increased upper airway secretion, migraine, myalgia, pain, pain in extremity, pelvic pain, psoriasis, rotator cuff syndrome and tendonitis to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.